Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the laboratory technician was unable to establish telemetry and the device could not be interrogated. Additionally, a memory upload could not be performed. Visual inspection noted that the df-1 seal plug was cored, but not felt to impact device operation. The setscrews were observed to have been over-torqued, however, extended and retracted normally once loosened. Despite extensive testing, the root cause of the no telemetry condition could not be determined.

Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance issue. A new crt-d was successfully implanted. No adverse patient effects were reported.